Event description:
The MFR rec'd info alleging a ventilator's airflow stopped. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's air inlet filter was found to be clogged with dust. The ventilator's air inlet filter was replaced to address the issue.